Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in battery depletion causing the device to be nonresponsive to magnet application and interrogation.

Event description:
Boston scientific received information that this patient was hospitalized due to congestive heart failure. Upon interrogation of this single chamber pacemaker while hospitalized, it was unable to be interrogated and nonresponsive to a magnet. The physician suspected premature battery depletion following this observation; although the device was only recently implanted one month ago. No other reason for this malfunction was otherwise known. A boston scientific field company representative performed a device evaluation the following day with the same observations noted. A replacement procedure was performed. A new pacemaker was successfully implanted and integrity of the chronic lead was confirmed. No additional adverse patient effects were reported and all final lead measurements were within range. The explanted pacemaker is being returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.